Event description:
Related manufacturer reference number:2017865-2023-52452 it was reported that the right ventricular lead exhibited oversensing noise and the left ventricular lead exhibited high impedance due to clavicle crush. Both leads were explanted and replaced. There were no patient consequences.